Event description:
It was reported that the patient experienced a loss of therapeutic effect (started to leak) from their implantable neurostimulator (ins) following a fall on their right backside side about 10 days to 2 weeks ago. It was noted that the patient's ins was implanted on their left side. It was also reported that the patient observed a poor communication screen on their programmer unit. The patient had not used the programmer unit "in a while" but was able to synchronize when the placed the antenna unit over the ins. It was also noted a low programmer battery message was seen during the synchronizing process. Follow up information received 2 weeks later reported that the patient still had concerns regarding their device therapy but was working with their doctor and the manufacturer's representative. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va027ml, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).